Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation the cannula fired automatically while attempting to retrieve the sample. An x-ray showed that the cannula tangs were not fully engaged with the device housing, upon disassembly it was noted that both bumpers were bent within the device housing. Therefore the investigation is confirmed for the identified cannula self-activation; however, the investigation will remain inconclusive for the alleged failure to fire as functional testing was not completed due to the identified self-activation. The two bent bumpers likely contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided breast biopsy procedure in normal density tissue, the device allegedly failed to fire. No coaxial was used and another device was used to complete the procedure. There was no reported patient injury.